Event description:
Nurse went to use a 22g smiths medical protect IV plus catheter to place an IV in patient. Upon pulling it out from packaging, white plastic shield broken off, exposing full needle and not allowing safety guard to be initiated. Nurse immediately removed catheter from room and notified managers.